Manufacturer narrative:
(B)(4). Foreign source - (B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during the removal of an intramedulllary nail, the patient's femur fractured as the extractor was being attached to the nail. The threaded tip fractured off of the extractor. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated, and the reported event was confirmed. Distal threaded tip of the extractor was fractured. A DHR review confirmed that the device was made to specification. There were no indications of rework documented. The investigation did not reveal any indications that might have led to this failure. Thus, a root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.